Event description:
The customer reported to customer service that she had the power supply for her pump plugged in and smelled an odor of burning plastic. She saw a small flame and sparks and the transformer was melted. She indicated that wires are exposed. Customer indicated that she wraps the cord around the transformer housing when storing the power adapter. No injuries were reported.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that she saw smoke and a small flame on the transformer which resulted in melting on the housing. She indicated that there was no breach in the transformer housing but she did see exposed wires. She also indicated that no injuries were sustained as a result of the issue. In summary, a short circuit caused the transformer to heat up, resulting in a breach in the housing. A breach in the transformer housing is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed a hole in the transformer housing approximately 2.5mm in diameter which was primarily filled with an exposed wire lead, which was protruding above the surface of the transformer housing approximately 0.5mm. A visual exam of the cord revealed twisting and kinking but no breaches in the insulation and no exposed wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 1.2 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.